Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redn4026 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was found that there was a hair in the package during use, which was suspected to be contaminated.